Event description:
It was reported that during an esopho-gastro dilatation (egd) procedure, a balloon rupture occurred. The lesion was located in an unspecified portion of the esophagus. The cre 18mm x 20mm balloon dilatation catheter was advanced to the lesion, however, the balloon "popped" inside the patient on an unknown inflation at unspecified atms. It was not known how the procedure was completed and the patient's status is unknown.